Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The patient reported that after her first interstim implant, she experienced leg pain and difficulty voiding. She was implanted with a second interstim device and developed a staph infection post implant. The second device was removed approx three months later. Since explant, she has been unable to void and has experienced a bladder infection. Prior to her interstim implants, she had urgency frequency, not voiding problems. The hcp confirmed that the patient experienced fever, redness, swelling, drainage, pain, and incisional wound opening at the device pocket site. A culture was obtained from the device pocket and determined to be mrsa. IV antibiotics were administered and the total device system explanted and the infection resolved. It was noted that the patient is on long-term therapy for mrsa colonization.